Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber cap/tip became loose after 113,955 joules and 18 minutes of use. The fiber tip did not detach from the fiber, however the physician was able to observed the loose tip through the camera. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications. The patient was stable following the procedure.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual analysis identified severe devitrification at the output window, which is a normal degradation of the fiber which occurs through use of the fiber. Visual inspection also identified severe debris adhesion on the metal cap. Functional analysis identified there were no signs pf breakage along the length of the fiber. Analysis was unable to identify any defects with the fiber. Based on analysis results, a probable cause of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber cap/tip became loose after 113,955 joules and 18 minutes of use. The fiber tip did not detach from the fiber, however the physician was able to observed the loose tip through the camera. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications. The patient was stable following the procedure.